Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump. It was reported that the patient had unspecified symptoms of withdrawal. Patient was started on clonidine. A catheter access port dye study was performed and they were unable to inject dye indicating probably catheter occlusion. The patient experienced persistent withdrawal and elected to suspend therapy versus proceed with catheter revision. The pump was refilled with saline and the patient had no further symptoms of withdrawal.